Manufacturer narrative:
H3 other text : device is implanted in the patient.

Event description:
It was reported that, the subject flow diverter was successfully implanted in the patient to treat aneurysm in anterior cerebral artery (a2 segment) on left side on (B)(6)2022. On 6 month follow up (10-jul-2023) imaging by core lab 50%-75% stenosis was noted. Intimal hyperplasia was noted at the site of implantation, which improved subsequently on follow up. As per site recording stenosis reading was noted to be 25%-50% at the 6-month follow-up.

Event description:
It was reported that, the subject flow diverter was successfully implanted in the patient to treat aneurysm in anterior cerebral artery (a2 segment) on left side on (B)(6) 2022. On 6 month follow up ((B)(6) 2023) imaging by core lab 50%-75% stenosis was noted. Intimal hyperplasia was noted at the site of implantation, which improved subsequently on follow up. As per site recording stenosis reading was noted to be 25%-50% at the 6-month follow-up.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided indicated stenosis reading was recorded to be 25%-50% at the 6-month follow-up per site. Lab indicated stenosis reading to be 50%-75% at the 6-month follow-up ((B)(6) 2023). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.